Manufacturer narrative:
For 1 of the events, the investigation determined the issue was due to insufficient maintenance of the instrument. The follow up actions were: the field service representative replaced the pinch valve tubing. For 2 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable high results were generated by the cobas e 411 rack immunoassay analyzer. The events involved a total of 4 patients with the following: 2-elecsys vitamin b12 immunoassay, 1-elecsys hcg + beta test system, 1-elecsys ft4 iii assay. The known patient's age was (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The known patient was female. The other patients' genders were requested but were not provided. The patients' races w were requested but were not provided. The patients' ethnicities were requested but were not provided.